Manufacturer narrative:
(B)(4). The device has been evaluated onsite. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during review of the event history log. The assignable cause was a disconnected main speaker harness. The speaker harness was replaced to correct the reported condition. Additional information: a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During product evaluation by baxter service personnel, a colleague infusion pump was found with failure code 530:320:844:0000 in the event history. At power up, the service personnel observed no audible alarm. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.